Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. The reported event of an intermittent out of range was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. An external visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. A pairing test was performed and the test failed. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. A second pairing test was performed after the unit was reassembled and the pairing test failed again. The reported event of an intermittent out of range signal could not be confirmed with the receiver testing. A root cause could not be determined. Although, the receiver investigation was not confirmed, the prior investigation on the returned transmitter was able to confirm the reported intermittent out of range signal was confirmed.